Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that latitude detected a high right ventricular (rv) impedance measurement greater than 2,000 ohms. The patient was brought into the clinic and out of range measurements could not be reproduced through isometrics. No observation of oversensing or inappropriate shocks were noted. Technical services discussed recommendations. To date, no adverse patient effects were reported with this clinical observation.